Event description:
It was reported that this right ventricular (rv) lead had been showing high, out of range shock impedances. As the implantable cardioverter defibrillator (ICD) that was in service at that time was going to be explanted due to normal battery depletion, a defibrillation threshold test (dft) was recommended during the ICD replacement. The dft was completed, and shock impedance was within range, therefore the rv lead remains in service at this time. No additional adverse patient effects were reported.